Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the camera assembly and performed a beam alignment. The interconnect cable was replaced. The system was tested and operates as intended.

Event description:
The customer reported that during a case and during fluoroscopy, the system's monitor screen went dark. No pt injury was reported.